Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen appeared to be "tilted". There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.